Event description:
During a percutaneous coronary intervention procedure, a cypher 3.5 x 28mm stent did not cross the target lesion and a spiral dissection occurred. It is unknown if the target lesion was predilated prior to the sds crossing attempt. Vessel characteristics are unknown. Further procedural details are unknown. Additional information will be submitted 30 days upon receipt.